Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by a deformation of the pins inside the video connector. Deformation of the pins inside the video connector appeared to be caused by accidental failure, or excessive load on the video connector due to connection to the device with foreign materials on the endoscope. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to omsc for evaluation. In the inspection of omsc the following was confirmed; no abnormalities were noted in the appearance of the device. The reported phenomenon was reproduced. The video connector socket was broken. The reported event appeared to be caused by a video connector socket failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the customer plugged the endoscope into this device, but the device did not recognize the endoscope. This failure occurred during preparation for use. The customer replaced the endoscope with another one and it worked. The intended procedure was completed. There was no report of patient injury associated with this event.